Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "nurse had gone into patients room multiple times to fix air bubble and downstream occlusion alarms. Nurse removed line from pump to manually flick bubbles, chamber was cleaned, line was removed from patient and reprimed. Nurse decided to reprime a new set of lines which included a sodium bicarb line and a normal saline with 40 kcl line on a y-site to one lumen of the PICC. It was the bicarb line that was alarming. The alarms improved after the new lines were primed, but nurse had programmed the vtbi for both lines at 950 ml (they were both 1 litre bags) as we have had trouble with the lines running to air. At 0500 the normal saline line ran to air in spite of the programming which meant the line had to be reprimed with a new bag."